Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd phoenix¿ pmic/ID-107 had misidentifications. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "customer reported misidentifications, an isolate of s. Mitis group identified as s. Pneumoniae."

Manufacturer narrative:
H6 investigation summary: this complaint is for misidentification of streptococcus mitis as streptococcus pneumoniae when using phoenix panel pmic/ID-107 (448607) batch number 1355046. To investigate, one (1) retention panel from the complaint batch 1355046 were tested on a phoenix m50 instrument using in house isolates of pos 3992, and evaluated for identification results. During investigation, the panel identified the organism as s. Oralis, which belongs to the s. Mitis group. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one (1) additional complaint on the complaint batch related to this defect (mis ID). Complaint trending was performed and no trends were identified associated with this defect (mis ID). Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. Qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times. Isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type. Optimum performance comes from using fresh 18-24 hour, well-isolated colonies. Ensure proper, sufficient inoculum density. Allow bubbles to dissipate after vortexing. Properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards. Use swabs with minimal fiber shed. Make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode). Volume of ID broth should be visually assessed for any obvious low fills. Ensure proper incubation temperature and environment. Use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint). Handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to error. Follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors.

Event description:
It was reported by the customer that bd phoenix¿ pmic/ID-107 had misidentifications. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "customer reported misidentifications, an isolate of s. Mitis group identified as s. Pneumoniae."